Event description:
The extra long angled saber attachment was sent for service and it overheated during performance testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during performance testing that there is debris in the bearings. Debris limits the rotational properties of the components, including the bearings causing heat. The reportable event occurred during the service process.